Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used dignishield. Visual inspection of the sample noted that this sample will be tested for "deflation due to trauma". Inflated dignisheild balloon with blue methyl solution successfully and it rested with no leaks. Deflated passively with no leaks or other defects noted. The reported failure could not be evaluated. The reported event is unconfirmed, a labeling review is not required. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that dignishield balloon would not hold water and stay in place of patient.

Event description:
It was reported that dignishield balloon would not hold water and stay in place of patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.